Event description:
The advocate stated the customer tested her blood glucose using her contour meter and received a reading of 376 mg/dl. The customer retested using the advocate's contour and received a reading of 176 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.